Event description:
It was reported that patient had a broken post in the contra lateral journey bcs knee.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and insufficient clinically relevant documentation was provided, therefore, a thorough medical investigation could not be performed. Should additional information become available, the clinical/medical task may be re-evaluated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.